Event description:
It was reported that black particulate matter was observed inside a disconnect cap before use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The capd set was returned and evaluated. Visual inspection did not identify any particulate matter that was greater than the allowable specification limits on the set. A batch review of the associated lot number was performed, and it revealed no abnormalities during the manufacture of the lot. The problem was unable to be verified during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.